Event description:
The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement. The patient alleged sinus problem, upper respiratory irritation, diagnosed with asthma and kidney and liver function numbers are dropping and diagnosed with emphysemous change with no focal lesion. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.